Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis and dehydration, chest pain on (B)(6) 2018 . The customer blood glucose at the time of incident was 325 mg/dl and current blood glucose was 334 mg/dl. Customer reports the following symptoms related to their high blood glucose were chest pains, short of breath. The customer was treated with intravenous saline, heart monitor, transferred to intensive care unit, intravenous insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).